Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the device is not working properly and the down arrow is unresponsive. Customer's blood glucose reading was 136 mg/dl. Troubleshooting for keypad anomaly was performed. Customer was trying to fill the reservoir when they noticed the down button was unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The connector at the lcd board was found unlocked. However, all of the buttons functioned properly, no moisture damage or corroded keypad traces noted. And no unresponsive buttons noted. The insulin pump was received with cracked reservoir tube lip and minor scratched lcd window.